Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm lcp curved condylar plates was processed through the normal manufacturing and inspection operations with no scrap, non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented.

Event description:
Patient was implanted with 4.5mm lcp curved condylar plate, screws and cables construct on an unknown date. Patient developed an infection. Patient was returned to the o.r. On (B)(6) 2013 for removal of hardware. No further information was provided. This is 1 of 6 reports for the same event, complaint #(B)(4).